Event description:
Patient 10 of 21:It was reported during a validation study using BD Vacutainer® Urinalysis Preservative Urine Tube, 1 patient sample is not preserved over the 72 hours as indicated in Instruction for Use. There was no health impact or consequences reported.

Manufacturer narrative:
B.3: Date of Event is unknown. The Date Received by Manufacturer has been used for this field.A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.